Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2009: a currently (B)(6) male has been receiving poly-l-lactic acid [sculptra] (lot # and exp date not provided) injections for the treatment of facial fat loss associated with (B)(6) for 4 yrs (specific therapy dates not provided). The consumer reports, the last touch up injection he got on an unspecified date in (B)(6) 2008 wasn't working as well as his previous injections. He states, the poly-l-lactic acid does not seem to be working anymore and that his face looks as if he never had treatment. The consumer mentions he had been using one physician in the past; however, this physician died and he had to see a different physician. Since he has been going to this new physician, the poly-l-lactic acid injection is not lasting as long between follows-ups. The consumer also mentions during the injection, the physician had to use a bigger needle and his face bled a lot. He did what he was told to do in terms of rubbing his face and was instructed to go back to the office in 10 weeks. When he went back for follow-up all the filler was absorbed. Concomitant medications and medical history were not provided. No further relevant info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk,) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.